Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The doctor reports that the dental implant located in position number #26 failed due to sinus perforation. The dental procedure was not completed with another implant. The patient did not suffer any type of negative impact on his health as a consequence of the event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report; b5: describe event or problem; d4: additional device information; g3: date received by manufacturer; g6: type of report; h1: type of reportable event; h2: follow up type; h3: device evaluated by manufacturer; h6: adverse event problem; h10: additional narrative. One (1) osseotiteâ® tapered certainâ® implant 4 x 11.5mm (int411) was returned for investigation. Visual evaluation of the as returned product identified no apparent signs of malfunction. Zimvie is not responsible for any damage caused by the clinician's removal of the device. The device could not be functionally tested for the reported event/failure (sinus perforation). However, through measurements, dimensional analysis, and comparison to drawings, the device was determined to be within design specifications when it left zimvie. Pre-existing condition noted on the per was low bone density (type IV). The reported device was at tooth location 26 (universal) for approximately 1 year. The customer did not provide images, but they did provide x-rays. However, sinus perforation at tooth 26 (universal) cannot be confirmed from the x-ray due to poor quality (cannot see where the sinus floor is). DHR review was completed for the subject lot number 2019060816. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: perforated sinus. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported event could not be verified since it is a medical condition, and the x-ray could not confirm the event.